Manufacturer narrative:
Hospital was contacted. They reported no patient complications. They were not able to identify the catalog number of the "suspect device." The instrument was not available for evaluation. Unable to determine the cause of the event.